Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving an alert for lowhv lead mpedance. Noise was observed during isometrics testing . Further testing was recommended to confirm the lead integrity. No further information is available.